Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 90% stenosed, de novo, proximal to mid right coronary artery lesion, intravascular ultrasound (ivus) showed calcification so pre-dilatation was performed using a 3.0 x 15 mm nc traveler balloon catheter. The catheter was advanced with anatomical resistance met but crossed the lesion. During the first inflation attempt the balloon ruptured at 10 atmosphere (atm). There was no reported adverse patient effect. Additional pre-dilatation was completed with a 3.0 x 15 mm non-abbott balloon catheter, and a 4.0 x 38 mm xience alpine stent was implanted. There was no reported clinically significant delay in the procedure. No additional information was provided.